Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # 01610625 product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4) . Note: manufacturer contacted customer on 12/20/2018 in a follow-up call to ensure the customer's condition since the initial call; it was reported that the customer had received medical intervention since the last call and was currently in the hospital. On (B)(6) 2018, the customer had obtained hi with symptoms and had been taken to the hospital. Customer blood glucose test result when at the hospital was 904 mg/dl (undisclsoed if fasting or non-fasting). The diagnosis was hyperglycemia and customer was admitted. Unable to reach customer at call backs on (B)(6) 2018 and (B)(6) 2018. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range was undisclosed. At the time of the call, the customer was feeling ill with symptoms of increased confusion and shakes/tremors. Medical attention was not needed at the time of the call. During the call on 12/19/2018, a back to back blood test was performed by the customer fasting and produced test results of hi and e-5 using truemetrix go meter. The test strips were just purchased; manufacturer's expiration date is 05/29/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1: hi fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure the customer's condition since the initial call; it was reported that the customer had received medical intervention since the last call and was currently in the hospital. On (B)(6) 2018, the customer had obtained hi with symptoms and had been taken to the hospital. Customer blood glucose test result when at the hospital was 904 mg/dl (undisclosed if fasting or non-fasting). The diagnosis was hyperglycemia and customer was admitted. Unable to reach customer at call backs on (B)(6) 2018, and (B)(6) 2018. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range was undisclosed. At the time of the call, the customer was feeling ill with symptoms of increased confusion and shakes/tremors. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of hi and e-5 using truemetrix go meter. The test strips were just purchased; manufacturer's expiration date is 05/29/2020, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1: hi fasting.